Event description:
(B)(6) reported that tip of stem trial extraction was broken and it was stuck in the stem trial during the extraction of the stem trial during the gmrs distal femoral surgical procedure. Afterwards the tip was released and the surgeon used mcreynolds adoptor to extract the trial. The surgery wasn't stopped due to this event and continued under normal circumstances. There were no adverse effect for the pt reported.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.